Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 54 mg/dl at the time of incident and the current blood glucose of the customer is 92 mg/dl. Customer did not provide nay symptoms regarding to low blood glucose episode. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. The insulin pump will not be returned for analysis.